Event description:
Boston scientific crm received info that this right atrial (ra) lead was repositioned due to dislodgement. After the repositioning, the lead dislodged again. This resulted in the ra lead being explanted and a new ra lead being successfully implanted.